Event description:
Faulty dermatome blade from manufacturer. This resulted in gouged skin requiring suture repair and will likely cause unnecessary scarring to the patient. Resulted in inability to perform the surgery - split thickness skin graft- until another blade from a different lot number was identified.